Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed several hardware repairs during the service visit, however, the post repair hardware verification results failed to meet specifications. The fse replaced the luminometer and then was able to verify hardware was operating within instrument specifications. There was no evidence supplied to date that indicated the customer obtained any erroneous patient results. Hardware is the root cause for the failing hardware verification performed by the fse as the luminometer required replacement at the time of service. Associated mdrs: 2122870-2011-05070, 2122870-2011-05396, 2122870-2011-05397, 2122870-2011-05398.

Event description:
The customer indicated that thyroid stimulating hormone (tsh) results above the normal reference range were generated on an access immunoassay system for three same-patient samples over four days. Elevated tsh results were generated across four separate days and demonstrated a consecutive drop over time. These results were released from the laboratory and questioned by the physician due to the decrease in values. There was no report of death, serious injury or modification to patient treatment associated or attributed to this event. This report is three of four and represents the potentially erroneous tsh results generated on one of the four days ((B)(6) 2011) for one patient sample. Beckman coulter inc. Assessment of data supplied by the customer indicates that there was no repeat confirmatory testing for the patient result generated on (B)(6) 2011 and hence there is no evidence supplied to indicate that erroneous results were produced. No patient information, clinical patient presentation information, or sample collection/handling information was provided by the customer. A patient sample was not supplied to beckman coulter inc. For further investigation of possible sample interference. There have been no provided reports by the customer that additional assay testing or investigational testing has been performed on the patient sample to help determine why the patient results did not match the clinical picture of the patient. Instrument assay quality control (qc) results recovered within the customer's established specifications during the timeframe of the event. Instrument system checks executed prior to the event met instrument specifications, however the instrument system check performed on the day of the event did not generate acceptable results.